Event description:
Ongoing. My 16-year-old daughter has type 1 diabetes and uses dexcom g7 to monitor her blood sugar. The device also connects to a pump that gives her insulin. The dexcom g7 has a failure rate for my daughter (B)(4). It is supposed to last 10 days, but due to inaccurate glucose readings that occur, we have to switch the device sooner. The device will often tell her she has low glucose, which shuts off her pump, and causes her to not have enough insulin. If we didn't constantly monitor her glucose, expecting the device to give false readings, she could die from diabetic keto acidosis. We have also had devices read too high for her glucose, which have allowed her actual glucose levels to go dangerously low.